Event description:
The customer called in and reported a failure to calibrate a battery. There was no report of pt incident.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.